Manufacturer narrative:
Follow up information was received on 17-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and irregular bleeding (understood as genital haemorrhage). Plaintiff underwent a hysterectomy. The events are listed in the reference safety information for essure. Pelvic, back, abdominal or uncharacterized pain and abnormal genital bleeding and menses pattern changes may occur with essure therapy. Considering the plausible temporal relationship between events and essure insertion and the lack of alternative explanation, a causal relationship between them cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("irregular bleeding") in a 26-year-old female patient who had essure (batch no. A73755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was not able to remove the essure device". The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included alprazolam (xanax) since 2013 and cilest (sprintec) from 2007 to 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and abdominal pain ("cramping"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstruation pain") and vaginal discharge ("abnormal vaginal discharge"). On (B)(6) 2013, the patient experienced dermatitis ("dermatitis"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headache"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("pain during intercourse"), rash ("skin rashes"), fatigue ("fatigue"), dizziness ("dizzy spells"), procedural pain ("post-operative recovery was very painful"), bacterial infection ("bacterial infection"), fungal infection ("yeast infection") and complication of device removal ("complications of essure device and removal"). The patient was treated with surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain, abdominal pain, procedural pain and vaginal haemorrhage had resolved and the genital haemorrhage, dysmenorrhoea, dyspareunia, rash, fatigue, dizziness, vaginal discharge, migraine, bacterial infection, fungal infection, depression, anxiety, dermatitis, headache, bladder disorder, urinary tract disorder, urinary tract infection and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial infection, bladder disorder, complication of device removal, depression, dermatitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received:the event abnormal vaginal bleeding, bacterial infection, yeast infection, depression, anxiety, dermatitis, headache, bladder problems, urinary problems, urinary tract infection, device difficult to remove, complication of device removal added,reporters added,historical drug added,lot number added,lab data added,events outcome added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("irregular bleeding/spotting") in a 26-year-old female patient who had essure (batch no. A73755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was not able to remove the essure device". The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included alprazolam (xanax) since 2013 and cilest (sprintec) from 2007 to 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and abdominal pain ("cramping"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstruation pain") and vaginal discharge ("abnormal vaginal discharge"). On (B)(6) 2013, the patient experienced dermatitis ("dermatitis"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headache"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("pain during intercourse"), rash ("skin rashes"), fatigue ("fatigue"), dizziness ("dizzy spells"), procedural pain ("post-operative recovery was very painful"), bacterial infection ("bacterial infection"), fungal infection ("yeast infection"), complication of device removal ("complications of essure device and removal"), flatulence ("gas pain bad"), abdominal distension ("bloating"), abdominal pain upper ("sore stomach"), dry skin ("extreme dry skin"), pruritus generalised ("itchy all over"), ovarian cyst ("right cyst on ovary"), abdominal tenderness ("left side tender"), vision blurred ("blurry vision") and vulvovaginal pruritus ("vaginal itching"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain, abdominal pain, procedural pain and vaginal haemorrhage had resolved and the genital haemorrhage, dysmenorrhoea, dyspareunia, rash, fatigue, dizziness, vaginal discharge, migraine, bacterial infection, fungal infection, depression, anxiety, dermatitis, headache, bladder disorder, urinary tract disorder, urinary tract infection, complication of device removal, flatulence, abdominal distension, abdominal pain upper, ovarian cyst, abdominal tenderness, vision blurred and vulvovaginal pruritus outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abdominal tenderness, anxiety, back pain, bacterial infection, bladder disorder, complication of device removal, depression, dermatitis, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, flatulence, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, pruritus generalised, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, flatulence. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fu from social media: reporter added, new events: abdominal distension, abdominal pain upper, abdominal tenderness, dry skin, pruritus generalized, ovarian cyst, abdominal tenderness, vision blurred, vulvo vaginal pruritus, flatulence were added. Reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("irregular bleeding/spotting/abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. A73755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was not able to remove the essure device". The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included alprazolam (xanax) since 2013 and cilest (sprintec) from 2007 to 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dizziness ("dizzy spells"), bladder disorder ("bladder problems") and urinary tract infection ("urinary tract infection").on the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and abdominal pain ("cramping"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstruation pain") and vaginal discharge ("abnormal vaginal discharge"). On (B)(6) 2013, the patient experienced dermatitis ("dermatitis"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headache"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("pain during intercourse"), rash ("skin rashes"), procedural pain ("post-operative recovery was very painful"), bacterial infection ("bacterial infection"), fungal infection ("yeast infection"), complication of device removal ("complications of essure device and removal"), flatulence ("gas pain bad"), abdominal distension ("bloating"), abdominal pain upper ("sore stomach"), dry skin ("extreme dry skin"), pruritus generalised ("itchy all over"), ovarian cyst ("right cyst on ovary"), abdominal tenderness ("left side tender"), vision blurred ("blurry vision") and vulvovaginal pruritus ("vaginal itching"). The patient was treated with surgery (hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain, abdominal pain, procedural pain and vaginal haemorrhage had resolved and the genital haemorrhage, dysmenorrhoea, dyspareunia, rash, fatigue, dizziness, vaginal discharge, migraine, bacterial infection, fungal infection, depression, anxiety, dermatitis, headache, bladder disorder, urinary tract disorder, urinary tract infection, complication of device removal, flatulence, abdominal distension, abdominal pain upper, ovarian cyst, abdominal tenderness, vision blurred and vulvovaginal pruritus outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abdominal tenderness, anxiety, back pain, bacterial infection, bladder disorder, complication of device removal, depression, dermatitis, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, flatulence, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, pruritus generalised, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, flatulence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2013. Shortly before her essure procedure, plaintiff consulted with her healthcare provider to discuss permanent forms of birth control. Her doctor recommended the essure device/procedure as an alternative to tubal ligation, stating that it was an easier procedure that occurred in the office, required no recovery time, involved little to no pain, and was very effective at preventing pregnancy, or words to that effect. She relied on the benefits and risks as relayed by her healthcare provider in reaching her decision to have the essure procedure over tubal ligation. On or about (B)(6) 2013, plaintiff underwent the essure procedure. After the implant, she began suffering from heavy menstrual bleeding, severe lower abdominal pain, severe pelvic pain, severe back pain, severe menstruation pain, pain during intercourse, cramping, irregular bleeding, skin rashes, fatigue, dizzy spells, abnormal vaginal discharge, and migraines. Plaintiff sought medical attention for her symptoms and had to take time away from work because of them. On or about (B)(6) 2014, she underwent a hysterectomy. After the hysterectomy, she was unable to return to work for nine weeks. According to reporter, her post-operative recovery was very painful and she could not care for her children. She now has permanent scarring as a result of the hysterectomy. In addition, it was informed that the physical pain and emotional anguish that plaintiff suffered as a result of the coils is a direct and proximate result of the failure to disseminate accurate information regarding the safety profile of the product. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and irregular bleeding (understood as genital haemorrhage). Plaintiff underwent a hysterectomy. The events are listed in the reference safety information for essure. Pelvic, back, abdominal or uncharacterized pain and abnormal genital bleeding and menses pattern changes may occur with essure therapy. Considering the plausible temporal relationship between events and essure insertion and the lack of alternative explanation, a causal relationship between them cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.